Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high capture threshold and p-wave amplitude variation were noted on the right atrial (ra) lead. Upon x-ray analysis, a dislodgement was observed. The ra lead was repositioned to resolve the event. The patient was stable.